Manufacturer narrative:
Device evaluated by manufacturer? No, lens not returned. (B)(4). Method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusion: based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4). Lens not returned.

Event description:
The reporter indicated the surgeon implanted a 12.6mm micl12.6 implantable collamer lens, -11.0 diopter, in the patient's right eye (od) on (B)(6) 2013. The lens was explanted on (B)(6) 2015 due to a low vault, the development of a cataract and decreased visual acuity. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch report will be submitted.

Manufacturer narrative:
Per medical review - central and/or peripheral contact between the icl and the crystalline lens is associated with anterior subcapsular cataract formation. However, this report provides no information on the degree of vaulting or the position of the lens opacities. Additionally, there is no information about the crystalline lens prior to the initial surgery. Based on the complaint history, work order search and medical review, a specific root cause of the event could not be determined. (B)(4).